Event description:
During a stent placement procedure, it was reported that the axion artis fc locked up and would not perform any functions. During the reboot of the system, the physician found that the patient's artery had been perforated. Once the system was rebooted, the physician continued the procedure and was able to stabilize the patient. The patient remained stable on the table, under anesthesia, for approximately 2 hours before going to surgery. The patient expired after surgery, while in the recovery room.